Event description:
Pt had 4 - 2 inch circles in the area of the electrotherapy treatment under the electrodes after the treatment. The pt is reported to be 'fair skinned'.

Manufacturer narrative:
Awaiting return and eval of the device.